Event description:
It was reported that the reservoir on the level 1 hotline low flow system (hl-390) was cracked. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
No patient involvement.

Event description:
Additional information received 25 march 2021 (email): issue discovered during testing. No patient involvement.